Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 111 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing noted. No moisture damage on the electronic assembly noted during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.